Event description:
It was reported that a spectrum infusion pump was alarming upstream occlusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported upstream occlusion alarm. The upstream sensor was found to be the failing component (cracked flex). The failed upstream sensor was replaced.